Event description:
It was reported that device exhibited premature battery depletion due to elective replacement indicator on (B)(6) 2016, however on (B)(6) 2015 device showed 2.25 years remaining. Device was checked again on (B)(6) 2015 which showed 1.25 years remaining and (B)(6) 2016 showed 0.75 years remaining and (B)(6) it showed 0.25 years are remaining. Device was explanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
(B)(4).